Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for label specification, part number should be included in the label. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include design of label, printer problem, system data incorrect. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr performed on (B)(6) 2024, it was noticed that the surgeon implanted the wrong device: a redapt fully porous shell 58mm. Even though the implant was labeled clearly, it was opened and implanted by mistake. Due to two incompatible implants being placed in the patient, a revision surgery was conducted the next day to address this event. The patient has not presented further complications.

Manufacturer narrative:
Internal complaint reference: (B)(4).